Event description:
The orbit coil detached prematurely. This patient was undergoing coil embolization within the hepatic artery (an off-label use for trufill coils). The coil detached prematurely in the microcatheter. During introduction of the delivery system, a snag was felt by the physician. Since the delivery system was expected to flow smoothly, he was advised not to push further and withdraw the whole thing and inspect what caused the snag. Upon checking, when he noted coil had detached prematurely. This happened three times. Reportedly, it was the surgeon's clinical decision to use trufill coil in spite of his full knowledge that trufill coil is intended for intracranial aneurysm. His other option was to use vortex pushable coil by boston scientific, but per previous experience, the pushable coil embolized on unintended site. The delivery system was inspected upon removal from the packaging and no kink/compression was noted. The delivery system was introduced very slowly into the microcatheter. There was no adverse effect to the patient.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt. This is one of three products were used prior the procedure. MFR report#1058196-2008-00227 & 1058196-2008-00229.